Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was 43 mg/dl at the time of incident. Customer other relevant blood glucose level was 127 mg/dl, 74 mg/dl, 102 mg/dl, 42 mg/dl, 63 mg/dl. The customer was treated low blood glucose level food and candy. Customer was using auto mode feature on insulin pump. Customer not alleging that the insulin pump was under delivering. Insulin was squirting from end of set before connecting at their site. It was also stated that the insulin pump was not worn during a medical procedure or test around magnetic resonance image. The insulin pump will not be returned for analysis.